Manufacturer narrative:
Investigation: visual inspection revealed that the bisector had no non conformities. There was some evidence of blood. A functional test was performed on the device with a reference generator and bipolar cord. The device did not pass the functional test, it did not generate steam or heat. Based upon this, the reported failure "failure to deliver energy" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview 7x bisector had no power, it did not turn on, at the beginning of the procedure. They changed the cord, but it still did not work. A new kit was used to complete the procedure. There were no pt effects. The product was returned.